Manufacturer narrative:
The investigation into the reported positioning issue has been completed since the original report was filed. The root cause of the access site bleeding was unable to be determined as limited clinical details an no product were returned for investigation. The root cause of the delivery issue anatomy was most likely due to the patient¿s condition. Correction : during the initial report the delivery issue was not a reportable failure mode, as per new revised safety guideline and update it is now a reportable failure mode so its been added to this follow up report. Correction section h6: the medical device problem code and component codes are added to reflect the new reportable guideline

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 38-year-old female undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that difficulty was encountered while attempting to implant an impella 5.5 pump for patient support. While advancing the device, the guidewire came out of the left ventricle and rested above the aortic valve. Attempts to re-advance the guidewire into the ventricle were unsuccessful and the decision was made to remove the wire and pump. Coinciding with the delivery issue, it was also noted that bleeding developed at the anastomosis. Sutures were placed and blood was given to treat the condition. The patient remained supported by the already implanted cp pump.